Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® event described as "doctor had difficulty advancing the xen gel stent device."